Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a past event via phone call to have been hospitalized on february 29, 2012 with blood glucose of 41 mg/dl. Customer had symptom of fading out and passing out. Customer believed that possible miscalculation of something may have caused incident. Insulin pump used at the time of event had been replaced.